Event description:
It was reported when the foley catheter's retention balloon is inflated, it "makes several balls" and becomes asymmetric as well as seeming to be "porous".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.